Event description:
The user facility reported to the distributor that when removing the catheter after one day of use, the catheter was cut on the half way. After the surgeon opened the position of the pt, the cut-off part of the catheter was picked out of the pt. The surgeon is question if the catheter had some problem. This catheter was used on a pt with no infectious disease. No pt injury was reported.